Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) with an implanted neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. They reported that there was a pocket erosion. The rep reported an ins in pocket I ssue. The issue was the ins eroded through the skin. Troubleshooting was not performed. The cause was not known. Patient symptoms reported included discomfort/soreness/pinching/ache/pressure, redness, and incision reopening/split open. The issue was resolved. The patient was hospitalized, the device was explanted, and oral and IV antibiotics were required. The patient and husband informed the rep that they came to the clinic on (B)(6) 2026 with concerns about their implant site. There was redness and thinning in the area. They were given instructions to keep clothing and brief off the area and follow up as scheduled. They also started bacitracin. 15th home health nurse saw it and recommended covering with a dressing and informed them how to keep it clean. On the 20th saw their primary care provider. He started the patient on antibiotics - doxycycline. On the (B)(6), the husband saw the area open and the implant in the opening. He took his wife to the emergency room where they started on antibiotics. On saturday (B)(6), the healthcare provider (hcp) explanted the device. The rep saw the patient today ((B)(6) 2026) in clinic for follow up. The patient was scheduled to return in (B)(6) and would discuss the option to get their device reimplanted. It was unsure the cause of the erosion of the pocket.